Manufacturer narrative:
(B)(4). Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample receipt date has been provided. Device evaluation: the reported condition was confirmed. The assignable cause was a faulty slide clamp.

Manufacturer narrative:
(B)(4). The event occurred during filling. The device was filled with natrium chloride. A follow-up medwatch will be submitted should additional information become available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted baxter to report an intermate in which the device had become loose near the wing. The tubing that was connected to the device was sv 100 milliliters/hour, 105 milliliters. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.